Event description:
It was reported that a uromatic ii ultra set had a loose filter. This was identified during (B)(6) visual inspection by the reporting facility and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the conical filter was detached and floating in the chamber of the device. The reported condition was verified. A CAPA has been opened to address this issue. The cause of the condition was determined to be inadequate assembly. To correct this issue, additional detail was added to the assembly instructions. Should additional relevant information become available, a supplemental report will be submitted.